Event description:
The physician hand crimped an endovascular stent onto another MFR's balloon catheter. During an attempt to advance the sds to an unk target lesion site in the pt's biliary system, the stent became dislodged from the balloon catheter and embolized within the arterial circulation. A snare device was utilized in an unsuccessful attempt to retrieve the stent. Subsequently, the stent became lodged on the femoral artery wall at the initial access site. Forceps were utilized in an attempt to retrieve the stent. However, this attempt was unsuccessful in retrieving the entire stent. Consequently, a portion of the stent remains embedded in the proximal soft tissue. There were no add'l complications reported relative to this event.